Manufacturer narrative:
Date rec¿d by MFR : 05aug2019, date of report : 06aug2019. The customer reported an alarm light emitting diode (led) failure. A biomedical technician was reported to have evaluated the device. There was no reported patient or user harm. Although requested, patient involvement information was not obtained. It is unknown if the unit was in clinical use at the time the reported issue was discovered. The customer reported that the on/off overlay was replaced to address the reported issue. The unit was reported to be functional after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.